Event description:
It was reported to home access health corporation that the site where the finger was pricked for blood became infected and cause pain. It was swollen, red, hot, and pulsating. The patient went to the doctor about a week later and the doctor confirmed it was a staph infection. The doctor confirmed it was not mersa. Antibiotics were provided by the doctor.

Manufacturer narrative:
Micro-sample collection convenience kit, lot# 139001, consisting of (B)(4) home access dbs collect kits (FDA class I) were released into inventory on (B)(4) 2013. This is the first reported incident of this type rec'd by home access health corporation. Several unsuccessful attempts have been made by the distributor to obtain records, relevant tests/laboratory data, and any other pertinent info concerning this event from the patient. Based on the fact that this is the first reported event of this nature, and the lack of cooperation from the patient in providing any further info or records, relevant tests/laboratory data, and any other pertinent info concerning this event. Home access health corporation considers this to be an isolated incident requiring no further action at this time. If more info becomes available, home access health corporation will submit a f/u report to the FDA.